Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the edges of the lens looked 'chopped' after the lens was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the lens. Add'l info has been requested.